Manufacturer narrative:
(B)(4). The customer reported the device failed with error code 2003 (20003). Error code 20003 (ECG front end failure, dsp timeout) is accompanied by the message / instruction system failure cycle power and device operation is halted. There was no pt involvement. The device was evaluated by the local philips service rep and the stated problem was confirmed. The control pca was found to have been the cause of this malfunction. Replacing the control pca resolved the issue.

Event description:
The customer reported the device failed with error code 2003 (20003). Error code 20003 (ECG front end failure, dsp timeout) is accompanied by the message / instruction system failure cycle power and device operation is halted. There was no pt involvement.